Manufacturer narrative:
(B)(4). Concomitant medical product: biomet 360 offset adapter, cat#: 185212 lot#: unknown. Report source: (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06320, 0001825034-2017-06321. Product location unknown.

Event description:
It was reported that the tibial stem had disassociated from the adapter and caused the tibial bone to fracture. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2017-06246.